Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had blank display. Blood glucose was unknown. Customer reported that insulin pump had black display despite new battery. The insulin pump will be returned for analysis.